Event description:
It was reported that the pt underwent a posterior spinal surgery to correct scoliosis. During a routine f/u, it was noticed that a set screw popped off of the bone screw. At this time, no revision surgery is scheduled. No patient complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval., therefore, the cause of the event cannot be determined.